Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked and ovalized from approximately 108.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device revealed it was kinked and ovalized in the distal shaft. This type of damage typically occurs due to improper handling during use. If the cat8 is forcefully manipulated or compressed during insertion into a sheath, damage such as this may occur. Cat8 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the cat8 became buckled while being advanced through a sheath. The physician attempted to use the cat8; however, it was removed and the procedure was completed using a new cat8 and an indigo system aspiration catheter 6. Another manufacturer's catheter was also placed so that tissue plasminogen activator (tpa) could be dripped overnight. There was no report of an adverse effect to the patient.